Event description:
A cracked and shattered touchscreen on the pump was reported after the customer fell and rolled over it. Despite the damage, the customer was still able to interact with the pump, and there was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent with updated software, as the original pump was still under warranty. Instructions were provided for returning the damaged pump and for setting up the replacement, which the customer understood and acknowledged. Customer will continue to use current pump.